Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product and provided pictures shows that the dovetail feature is compressed and flared and exhibits signs of use (nicked or gouged). The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique. Investigation results concluded that the reported event is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown tibial tray; unknown femoral component. Foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03127.

Event description:
It was reported the inlay would not assemble onto the baseplate. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.